Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated apparent ex-plant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the cause of death was multi-organ failure. The physician thought that there was some correlation between the death and the perforation as it was suspected that the lead helix had spiraled beyond the normal length.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that several days post implant, the lead was observed to have perforated the heart. It was further reported that during the initial implant there was placement difficulty due to patient anatomy. The lead was explanted and replaced however the patient later passed away in the surgical intensive care unit. The cause of death has been requested and not received.¿